Event description:
It was reported in a journal article that this patient with a cardiac resynchronization therapy defibrillator (crt-d) system exhibited an infection and device pocket perforation. It is unknown if the leads are boston scientific products. Additionally, it was noted that the patient exhibited bradycardia and increased ventricular extrasystole load which led to torsade de pointes, which quickly degenerated into ventricular fibrillation (vf) and the patient received an appropriate shock as a result. Subsequently, the patient underwent an explant procedure, and the device was replaced successfully. No additional adverse patient effects were reported.